Event description:
The customer stated an architect i2000sr analyzer generated a (B)(6) result for one aliquoted patient sample. The architect analyzer generated an initial (B)(6) result of 0.72 and a repeat (B)(6). The original patient sample was tested in duplicate and generated (B)(6). The patient had a historical (B)(6) result. Controls were within range. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The customer had performed the daily maintenance procedure and indicated the probe was not dirty. A trending review identified no adverse trends in conjunction with the complaint issue currently under investigation. Package insert and operations manual labeling were reviewed and found to be adequate. Based on the data available, and the results of the evaluation, no product deficiency was identified.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the investigation is complete.